Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "posterior capsule tear occurred" (capsular bag tear, posterior); "surgeon then performed the anterior vitrectomy" (vitrectomy). Product problem(s): "the aspiration was intermittent during priming" (aspiration issue). The nurse reported a posterior capsule tear occurred. The nurse was setting up the anterior vitrectomy probe and the aspiration was intermittent during priming. The nurse had to toggle back and forth between phaco and vitrectomy modes in order to prime the vitrectomy probe. The surgeon then performed the anterior vitrectomy. The surgery was completed. The nurse stated the posterior capsule tear was not caused by any alcon products.